Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir ring was loosened. Customer¿s blood glucose level was 95 mg/dl at the time of incident. Customer state that reservoir still able to lock into place. The insulin pump will not be returned for the analysis.